Manufacturer narrative:
Pump was received with reservoir tube lip completely broken off and test reservoir unable to lock/click into place.

Event description:
Customer's mother reported via phone call that there was piece missing on the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.